Event description:
Event description cpi received information that during an implant procedure of an implantable pulse generator (ipg), high lead impedance was noted, on an existing sweet tip bipolar lead (4269), the lead was found to be broken near the header. The lead (4269) was capped.